Event description:
A caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the customer initially could not reload the original cartridge, so assistance was provided to load a new cartridge using the proper technique, and insulin therapy was successfully resumed. The issue was resolved.